Event description:
Customer reportedly obtained a result of 6.4 inr on the coaguchek s and 4.5 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.